Event description:
On (B)(6) 2014, nsk america corporation was made aware that a patient may have been burned by a nsk electric dental handpiece. The handpiece was received at nsk america on december 11, 2014 and returned to the manufacturer on (B)(4) 2014. A letter was sent to the dentist on december 9, 2014 requesting additional information. Receipt was confirmed (B)(6) 2014. A second letter was sent on december 30, 2014. As of the date of this report no response to any requests for information have been received. Nsk america has been requesting additional information from the complaint.